Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support the patient had severe retroperitoneal bleed. It is unclear if caused by impella cp or femoral venoarterial extracorporeal membrane oxygenation. It was noted that the patient expired during impella cp support. No other information has been provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added serious injury h6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ppae (retroperitoneal hemorrhage): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.